Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to infusion set detachment, which led to hyperglycemia, increased thirst, and vomiting. The blood glucose level was 620 mg/dl at the time of hospitalization, and urine ketones were high. The patient was treated with insulin administered via intravenous drips while at the hospital. The length of hospital stay was less than twenty-four hours. No further information available.